Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported, "in the oxygen checks, it doesn't rise above 65%and pao measurement not always." There was no reported patient involvement.

Manufacturer narrative:
Additional information was received that the customer reported the complaint in error and has resolved their issue. No further information is available.